Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy due to oversensing t-waves. A high pacing lead impedance measurement was also noted. Isometrics did not reveal any anomalies. The lead was capped and replaced.